Event description:
Promus premier china registry. It was reported that the patient died. In (B)(6) 2019, the subject was referred to cardiac catheterization and the index procedure was performed on the same day. The target lesion 1 was located in the proximal left anterior descending (lad) artery with 80% stenosis and was 28 mm long with a reference vessel diameter of 3.0 mm. The target lesion 1 was treated with pre-dilatation and placement of a 3.00 mm x 32 mm promus premier stent system. Following post dilatation, residual stenosis was noted to be 10%. The target lesion 2 was located in the proximal left circumflex artery (lcx) extending up to distal lcx with 90% stenosis and was 50 mm long with a reference vessel diameter of 3.0 mm. The target lesion 2 was treated with pre-dilatation and placement of 2.75 mm x 28 mm overlapped on to 3.00 mm x 28 mm promus premier stent systems. Following post dilatation, residual stenosis was noted to be 10%. Ten days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, the subject died of unknown cause. No action was taken to treat the event and it is unknown if an autopsy was performed.